Manufacturer narrative:
The product is not expected to return as it was surgically abandoned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it exhibited high impedance due to conductor fracture. No additional adverse patient effects.